Event description:
01/14/97-rn noticed leaking at site on skin. 01/15/97-the intracath was pulled, due to leaking at the site. After removal of the intracath, piece of the catheter was found to still be in the child's chest. An x-ray confirmed incident and the child was taken to or for intracardiac foreign body removal. No adverse effect due to the incident.